Event description:
Provider states that the axle shaft that is inside the quick release axle has come off of the right side therefore the wheel on the chair comes off when the user is driving it. No additional information provided.